Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient reported to have heard a loud "pop" sound and after this she could not hear anything. After the audio processor batteries were exchanged she could hear again but not as good as before. An accident or trauma is not known.